Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. However, based on the information gathered during baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc). This event occurred during use patient connected. The home patient (hp) stated supply fell off of table and disconnected from hc. The hc alarmed system error 2240. The technical service representative (tsr) had the hp power cycle. The tsr had hp start over with new supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event.